Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. There was no indication of a device malfunction.

Event description:
This patient was found pulseless at home. The rhythms were pea and v-fib per evac. He was defibrillated 2 times, ICD fired 15 times. He was given 2 rounds of epi with no response. Pupils fixed and dilated upon arrival to ER with no respirations. He was intubated. At ed he was given 1 round of epinephrine and CPR was continued with no return of spontaneous circulation. He was pronounced dead at 05:42 am (B)(6) 2012.